Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and that the upper lead stopped working. It was determined that the lead had high impedance values. Malfunction with the lead in the cervical spine was suspected. The patient underwent a procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.